Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding a false positive (resistant) cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref (B)(4), lot 8021330103). A review of complaints associated with vitek® 2 ast-p652 test lot 8021330103 did not identify a trend for this card lot. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing could be performed. The vitek® 2 ast-p652 lot 8021330103 met final qc release criteria. The lot passed qc performance testing.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of a false positive (resistant) cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021330103). Repeat analysis with the vitek® 2 ast-p652 test kit was not performed. The customer performed meca testing as an alternative method and obtained a negative result. There is no indication or report from the laboratory that the false positive result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.